Event description:
Patient having difficulties injecting insulin with droplet brand pen needles - a lot of insulin is spilling out. Patient demonstrated proper technique and is still having issues. This patient is likely getting under-dosed with insulin because of these pen needles. Symptoms: inability to administer correct dose of insulin. Treatment drugs used: needle.